Manufacturer narrative:
Approximate age of device ¿9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient experienced a stroke. Per the account, the device functioned as intended. The stroke was reported to be not pump related. No additional information was provided.

Event description:
The account reported that the patient expired due to the previously reported stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system and the report that the patient had a stroke could not conclusively be established through this evaluation. According to information provided by the account, the device functioned as intended and the reported event was not pump-related. No alarms were reported. The patient ultimately expired on 24nov2017 and the device was not explanted for evaluation. Stroke, bleeding, and neurologic dysfunction are listed in the current revision of the heartmate ii left ventricular assist system instruction for use as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.